Event description:
This supplemental report is being filed as the conclusion code was updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedances on the right ventricular (rv) lead, measuring 125 ohms. Over the last 3 months the impedances have been in range from 90 ohms to 120 ohms. Boston scientific technical services (ts) discussed resetting the alert with a programmer, the out of range alert limit, and that lead calcification could be a possible cause. The health care professional (hcp) planned to have the patient perform a remote interrogation or follow-up in the clinic. This crt-d system remains in service. No adverse patient effects were reported.